Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited : air/water tube and air/water cylinder had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4 and h6. Corrected fields: g2 and h6 (health effect impact code) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: gif-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Instructions for use: gif-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.